Event description:
It was reported by service report that the foot right caster was installed backwards and it was out of sync with the other wheels. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Caster incorrectly installed by customer.